Manufacturer narrative:
The product has not been returned for analysis and no definitive conclusions can be made regarding the root cause of the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of the bio-console instrument and centrifugal pump, the customer heard a grinding noise, forward flow diminished and blood pressure dropped. The bio-console instrument handcrank was used for approximately 5 minutes. During handcranking a clot was noticed in the centrifugal pump. The centrifugal pump was replaced. The bio-console instrument was replaced with a backup. There was no resulting adverse patient effect.

Manufacturer narrative:
Correction; brand name; affinity cp centrifugal pump. Product code: dwe. Model: cbap40, lot#: unknown, UDI: asku. If information is provided in the future, a supplemental report will be issued.